Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient's garment was digging into her skin and she developed a skin irritation under the front electrodes from the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's nurse taped down the electrodes to help keep them in place and prevent them from flipping and rubbing against the patient's skin. Follow up indicated that the patient's skin irritation improved.